Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during initial drain. The patient's largest prescribed fill volume (lpfv) was 200 ml and the drain volume was 438 ml, which met iipv criteria. No patient injury or medical intervention was reported. During a follow up with the nurse to obtain patient information and to notify her of the iipvs identified during the review of the device logs, it was revealed that this was a training hc cycler and was not in use by any patient. The nurse confirmed that there were no injuries to any patient while training on this cycler. No further information was provided.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event, but could not duplicate during the pal evaluation. Internal/external visual inspections revealed no problem. A service history review (shr) revealed that no issues that may have contributed to the iipv. The cause of the iipv found during the review of the device logs was undetermined. The volume of fluid exceeded 160% of the maximum prescribed fill volume was initially suspected to be iipv; however, further review revealed the device was a training unit only and not used on patients. Therefore, no iipvs occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This is report 1 of 3 associated with this device. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.